Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-07. H6: investigation summary: photo and samples received. Through the analysis of the samples sent by the customer it was possible to observe black spots on the syringe nozzle. The black stains present on the syringe nozzle are marking ink. The batch history was analyzed, quality notifications were checked, and maintenance records were found to contain records of a blocked ink pump. The probable root cause for the incident was the leakage of ink from the reservoir after the ink pump stalled during the passage of the syringes on the conveyor belt. There was an operational failure as the materials should have been properly segregated at the time of the incident. Corrective action included notifying the line operators of failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe safety 10ml 22x1 an curitba, contained foreign matter. The following information was provided by the initial reporter: "dirt or foreign material inside the needle (base)."

Manufacturer narrative:
Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe foreign matter in the product. Batch history analysis was performed, quality notifications and maintenance records were verified, where no records potentially related to failure were found. As the physical samples were not received, it is not possible to identify the foreign matter and carry out the investigation of the root cause. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that syringe safety 10ml 22x1 an curitba contained foreign matter. The following information was provided by the initial reporter: "dirt or foreign material inside the needle (base)."